Event description:
The manufacturer received information alleging a ventilator device was inoperable. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. The system pca was replaced to repair the device. The device was then returned to the customer.